Event description:
New information noted the right ventricular lead noise was oversensed triggering pacing inhibition. The reported cause was a fracture on the right ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via (B)(6) . Review of the transmission revealed the right ventricular lead exhibited noise leading to noise reversion. Programming changes were implemented. There were no patient consequences.